Event description:
Information received indicates the head and knee up and down functions are not working.

Manufacturer narrative:
The technician replaced the head and knee up valves to repair the bed.